Manufacturer narrative:
The device was returned for analysis. The reported ¿the foot plate would not retract¿ could not be confirmed/tested due to the condition of the returned device. The reported ¿device could not be removed from the patient anatomy¿ could not be replicated in a testing environment as it was based on operational circumstances. The reported guide break (separation) was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to previously filed report, additional information was received: the guide became separated in the attempt to remove from the patient anatomy with the second proglide device. No additional information was provided.

Manufacturer narrative:
The device was returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two proglides after a coronary procedure using a 6fr sheath. Reportedly, when harvesting the sutures of the first proglide device, the knot unraveled. A second proglide was used; however, the foot plate would not retract and the device could not be removed from the patient anatomy. A cut down was performed to removed the device. The artery was sutured closed to achieve hemostasis. There was no adverse patient sequela. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.